Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a date/time issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that when she checked the pump's time that morning and noticed it was an hour ahead. The current time during the contact with anm was 9:30 am. However, the pump's time showed 10:30 am. When the patient checked the pump's date, she observed "(B)(6) 2007." The patient claimed that the pump's time was correct the night before prior to bedtime. She was unsure of the pump's date at that time. The patient was advised to discontinue use of the pump and to implement a backup plan for insulin delivery. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a possible gaining time issue that was not resolved with troubleshooting. However, it is unclear if use-error contributed to the alleged issue. Also, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The black box review shows no time and date error or correction on the reported date, the time/date setting reset to default and were never setup after that date. There was no activity outside normal use observed in the black box or history download. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for six days, no alarms duplicated during testing. The unit was unable to keep time/date settings after less than 24 hours of power on reset. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.